Event description:
Patient experienced a postoperative complication but reported no pain, need for intervention, or untoward effects. By the next follow up visit, it was reported the patient was doing well and needed no further intervention. There was no reported issue with the device and it did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Patient experienced a postoperative complication but reported no pain, need for intervention, or untoward effects. By the next follow up visit, it was reported the patient was doing well and needed no further intervention. There was no reported issue with the device and it did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Concomitant medical devices: 110018420 hdls cmpn scr 2.5x20 ns unknown; 110018419 hdls cmpn scr 2.5x18 ns unknown; 110018419 hdls cmpn scr 2.5x18 ns unknown. Foreign-(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03253, 0001825034 - 2020 - 03254, 0001825034 - 2020 - 03255. Product remains implanted.

Event description:
It was reported during a retrospective study that there was a malunion after left hallux valgus operation. The event occurred almost two months post initial surgery. No additional patient consequences were reported.